Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v403349, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the caller assumed at that time either the doctor or the manufacturer representative should have noticed that the bladder neurostimulator was on recall. The patient made numerous visits to her doctor regarding the shooting pain down her leg and the shocking sensation in her pelvic area. She turned the device down to its lowest level and still had the shocking pain in the pelvic area. In (B)(6) 2014, the healthcare provider had a manufacturer representative come and adjust it again. Between (B)(6) 2014, the patient continued to experience the pain issues. Then she had two very severe bladder infections with blood in her urine. At that time she advised the healthcare provider, she wanted it removed. It was removed on (B)(6) 2014. At that time the device was requested by the patient and the healthcare provider did not give the device to the patient. The caller reports the device was implanted with a manufacturer representative on site in (B)(6) 2010 and it was still under recall until october of 2010. Additional information received by the patient friend reports while researching the problem, the friend discovered that the device was put on recall in july of 2007, it was not released from recall until october of 2010. Additional information reports that the representative checked in with the physician and nurse directly about this patient. Nurse who monitors programming said the representative met with patient on either (B)(6) 2014 for reprogramming. He does not have any recollection of what programming was done, he does not remember having a patient that was in pain and had shocking and jolting issues. He met with the patient only once according to the hcp (healthcare provider) records he had no knowledge of any other programming, uti infections, removal or recall information. He states he had no knowledge of any neurostimulator device recalls. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.